Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 6 x 30 viatrac. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of neurological event, seizures and hypotension are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, additional information indicates that the patient was re-hospitalized for treatment of exacerbation of congestive heart failure (chf) five days post stent implant. Mitral valve repair and aortic valve replacement/repair of innominate vein was performed on (B)(6), 2011. Reportedly, treatment for hypotension during the procedure may have exacerbated the patient's pre-exiting chf. The patient's condition is reportedly improved. No additional information was provided.

Event description:
It was reported that during the procedure in the right internal carotid artery, an accunet embolic protection device was successfully deployed followed by deployment of an acculink stent. Post-dilatation was performed using a 6 x 30 viatrac dilatation catheter. After the completion of the second inflation, the patient became incoherent with seizure type activity and was bag ventilated. Spontaneous breathing resumed. The patient remained confused. Hypotension occurred and IV medication was administered. The physician diagnosed the event as hyperperfusion; however, the neurologist diagnosed hypoperfusion. The patient was discharged (B)(6) 2011. Though requested, additional information was not provided.